Manufacturer narrative:
H3, h6) clinical data was received. Analysis concluded the root cause for the registration failures are inadequate segmentation lines placement and false positive registration. Codes b01, c13, and d11 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378-06, software version: 5.1.2. H6) multiple annex a codes were applied to capture this event. A23 captures the false positive during registration issue while a0908 captures the interbody shift. H3, h6) software data was received and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a false positive during computed tomography-fluoro registration with a metal cage present. The interbody had a shift of less than 5mm shown in the software. The metal cage placement was inconsistent relative to the patient's anatomy between computed tomography and fluoro, and the anatomy at s1 shifted instead of the cage shifting. The site addressed this shift before placing screws. No patient complications have been reported as a result of this event. Additional information received from a manufacturer representative reported the metal cage was placed 2 days prior to surgery and had shifted in those 2 days, so cage placement relative to patient¿s anatomy was not consistent between CT <(>&<)> fluoro. The software held the cage constant and the anatomy at s1 shifted, versus anatomy staying constant and cage shifting.